Event description:
Dr has a pt with pseudotumor in which he believes that there is an intermittent obstruction which he believes is due to an intermittent kink (this is unconfirmed). This system needs to be revised. When the shunt is tapped, he has measured lumbar pressures as high as 230 mmh20 which he indicated indicates an obstruction. He believes the peritoneal side may be kinked.